Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure the surgeon injected the iol. Once in the eye the surgeon noticed it was damaged. Iol explanted and replaced during initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).